Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged. The struts on the most proximal row were slightly raised. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07093. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x12mm promus premier drug-eluting stent and a 2.25x16mm promus premier&#10244;rug-eluting stent were selected to treat the target lesion. However, it was noted that the stents were crimped and smushed up on each other due to heavy calcification. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07093. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x12mm promus premier&#10244;rug-eluting stent and a 2.25x16mm promus premier&#10244;rug-eluting stent were selected to treat the target lesion. However, it was noted that the stents were crimped and smushed up on each other due to heavy calcification. The procedure was completed with a different device. No patient complications were reported.